Event description:
It was reported: at the time this patient was revised the baseplate was completely loose with classic "membrane" biopsies frozen sections grossly positive for red oil stain uptake in the macrophages and negative cultures in these separate surgical specimens. The pt will undergo two add'l surgeries for this problem.